Event description:
The complainant reported that the kit is not simple to use. They described that when using the product to prick finger for the plastic well to test cholesterol, the device requires more blood. Pt believes that well is too large and its hard getting enough blood in the well to receive a result from test kit. The complainant tried 4 times before getting enough blood to satisfy the plastic well amount to receive result from the kit.